Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tried to use the sheath to deliver the lead to the target position, however, there was no sufficient space in the sheath and the lead could hardly cross the catheter. The physician implanted the lead without the support of the a sheath. No patient complications have been reported as a result of this event.